Manufacturer narrative:
(B)(4). Customer returned pump for an alleged damaged battery compartment found on (B)(6) 2022. The insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. The insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Force sensor zero offset within specification (23.0mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, broken battery tube threads, corroded battery tube, and minor scratches on lcd window. Critical pump error (open book image) alarm confirmed. Cosmetic damage was confirmed during visual inspection where broken battery tube threads was noted. Unable to download history files and traces confirmed. The insulin pump exposed to moisture confirmed at pcba 1 and force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was crack from the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was not performed, the customer will discontinue the use of device.